Event description:
The customer reported the generation of erroneous sodium (na) quality control (qc) results and false high patient results for ion selective electrolyte (ise) which includes na (sodium), k (potassium) and cl (chloride) on cell 2 of their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).